Event description:
A surgeon reported that a patient was scheduled to undergo an extra-capsular cataract extraction but this was not performed and resulted in a "dropped nuclei." The facility clarified that the patient had a delicate eye and the surgeon was new and used another surgeon's system settings. Additional information has been requested. This is the first of two reports being filed for this event and system.

Manufacturer narrative:
The customer reported a nuclei-drop (posterior capsule tear) event during surgery. Further information obtained states that the patient had a delicate eye and was going to have an extra capsular removal but did not, resulting in a nuclei drop event. The procedure was performed by a new surgeon, who used someone else's settings on the system. The customer did not inform the alcon sale representative (asr) that the surgeon was new and so there was no training provided to the new surgeon. On (B)(6) 2012, the asr visited the site, trained the new surgeon, and changed the settings on the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report(s) for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause cannot be determined conclusively. (B)(4).